Event description:
Follow up information received reported that the patient met with the manufacturer representative a few times for reprogramming and "re-teaching". At the last meeting, the patient was pleased with the coverage from their implantable neurostimulators (inss). Discussions with the healthcare professional (hcp) revealed that the patient felt that the device did not help their pain enough and that they had stopped using them. Both of the devices were then explanted at the request of the patient. It was noted that the leads remained in place. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3998 lot# v603776, implanted: 2011 (B)(6), product type lead product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 255730001, implanted: 2011 (B)(6), product type accessory product ID, 3708260 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. The device worked "for a while" then it did not work. The patient had his device removed "recently". It was noted that the doctor trimmed the leads and "left them in". It was confirmed that the medtronic representative and the doctor worked with the patient to maximize effectiveness of the device, but it was ultimately decided that the device would be removed. Further information has been requested. If more information is received, a follow up report will be sent. The patient had two devices. Refer to manufacturer report # 3004209178-2013-03170 for information on the second device.

Manufacturer narrative:
(B)(4).